Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced. Representative reloaded configurations, geocal and imagers files. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The reported issue was confirmed, at the application of power cycle a cyclic beep occurs indicating the power supply is cycling on off. The hard disk drive (hdd) led indicator does not light up and there was no hard drive activity. Faulty power supply.

Event description:
A medtronic representative reported that while outside of procedure the imaging system became unresponsive on "system booting please wait" prompt and would not boot past. Rebooting both image acquisition system (ias) and mobile view station (mvs) multiple times with and without umbilical cable did not resolve the issue. When attempting to connect via remote desktop an error was received and were unable to connect to acquisition system computer. Issue occurred when the system was turned on for the day. There was no patient present at the time of the issue.